Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that the ring cover and ring bail were missing, the heart wire contacts and battery contacts were discolored, and the battery flex was out of specification.

Event description:
It was reported the device will not stay on, even with a new battery. Follow-up information received confirmed the device was connected to a patient when the event occurred. There were no patient complications as a result of this event.